Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a broken intraocular lens. Patient involvement is unknown. Additional information has been requested; however, further information has not been received.